Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that the customer was currently hospitalized due to a high blood glucose level. Blood glucose level was 580 mg/dl at the time of admission. The caller reported that the customer was dizzy, and had chest and abdominal pain. The customer was wearing the insulin pump at the time of the hospitalization. During troubleshooting, no malfunction of the insulin pump was found. The insulin pump was not replaced or returned for analysis.